Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level of 156 mg/dl. Other relevant blood glucose levels was 81 mg/dl, 45 mg/dl, 153 mg/dl and 35 mg/dl. The customer was treated with juice and cereal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. (B)(4).

Event description:
The customer clarified that the insulin pump auto mode was not active at the time of the low incidents. The customer also reported sensor glucose versus blood glucose differences but declined troubleshooting.

Manufacturer narrative:
The information provided that the date of event and blood glucose value with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2019. At the time of incident blood glucose was 35 mg/dl and current blood glucose is 156 mg/dl.